Event description:
Device report from synthes reports an event in finland as follows: this report is being filed after the review of the following journal article: h. Sainio., et al. (2023),prediction of fracture nonunion leading to secondary surgery in patients with distal femur fractures, bone jt open vol 4 no.8 pages 584-593 (finland). This retrospective cohort study aimed to assess the predictive ability of previously identified risk factors in the development of nonunion leading to secondary surgery in distal femur fractures. Between 2009 and 2018 a total of 299 fractures (217 females and 82 males) were treated with a 4.5mm stainless steel va lcp curved condylar plate system (va-lcp depuy synthes USA) and titanium alloy less invasive stabilization system lcp distal femur plate (liss: depuy synthes). The average follow up time was 12 months. The following complications were reported as follows: 57 died before the fracture healed during the first 12 months. 31 (10%) were reoperated for nonunion. Of these, 68% (21/31) had an associated plate failure, indicating fracture nonunion. The total rate of plate failure was 7% (21/299). One patient had a plate failure 11 days after operation due to a new injury but not included as nonunion. This report is for an unknown synthes 4.5mm va-lcp and liss. This is report 1 of 2 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown constructs: 4.5 mm va-lcp distal femur plate/screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.